Event description:
The pt was being treated for a vertebral body fracture secondary to a hemangeoma. Prior to inflating the bone tamp, the surgeon noted that there appeared to be thick bone spiculae on the fluroscopic image. Dur to the bone spiculae, the balloon portion of the inflatable bone tamp (ibt) ruptured. Upon removal, the balloon fragmented in the vertebral body. The hemangoma was bleeding briskly at the time the surgeon removed the tamp and recovery of the fragment was not attempted. The bone void filler was introduced encapsulating the fragment and established hemostasis. The ibt performed as intended.